Event description:
The neurologist reported the patient was admitted to the intensive care unit with suspected sepsis. The patient's consciousness had been decreasing. People who had seen her here in the hospital said she was a lot more interactive and able to follow commands, and now she was just "not doing anything". The blood cultures did not show "anything growing". The neurologist wanted to perform an MRI to help determine what may be going on with this patient. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8711 lot# n084159007, implanted: 2008 (B)(6), product type catheter: product ID, 8590-1 lot# n141333, implanted: 2008 (B)(6), product type accessory. (B)(4).